Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called to report that the system controller was alarming with intermittent connection and the green pump light was off. The pt stated that he then changed to his back up system controller. In clinic the system controller was connected to a power module and display module and it appeared that there was no power source at the time and the backup battery power was depleted, causing a pump stoppage. The pt also stated that one of the battery clips appeared to be loose and was not holding the battery well. By placing the system controller on the battery clips, the screen would flash and did not display that the battery was charged. The system controller and battery clips were exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.